Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Device and vectors were tested during provocative maneuvers, and the sensing vector was reprogrammed from secondary to primary which did not sense noise during provocative maneuvers. Ventricular fibrillation (vf) zone was raised, and smart charge was extended. The patient was discharged home and will continue with normal follow-ups. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Device and vectors were tested during provocative maneuvers, and the sensing vector was reprogrammed from secondary to primary which did not sense noise during provocative maneuvers. Ventricular fibrillation (vf) zone was raised, and smart charge was extended. The patient was discharged home and will continue with normal follow-ups. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.